Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
The surgeon reported that a crystalens at-50ao vaulted approx two months post implantation. The pt presented with residual myopia and astigmatism. The pt was unhappy with visual acuity (va). The iol was replaced with another at50ao, same size diopter. The pt's preoperative bcva was 20/25-1 and postoperative bcva is 20/20-2. The surgeon indicated that the most likely cause of the event was due to iol vaulting. The pt's current prognosis is that the pt is seeking a second opinion.